Event description:
Our affiliate is reporting the following to us: hip arthroscopy / procedure/surgery / date (B)(6) 2013: during a surgery, the vapor began to realise to take like a fire inside of the patient. It was tried again after see the replay and didn't work at all . We open other one and it works well with the new one. It was noted vapos coolpulse 90 to take out;. They are not reporting any patient consequences. They used another new device to complete the procedure with a 5 minute delay to the case.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: awaiting return.

Manufacturer narrative:
Our affiliate has, in follow-up e-mail correspondence, informed us that there was no patient consequence due to this issue. The original drive for us to file an adverse event report was the lack of information in the original complaint and the possibility that there were patient consequences. There were also some communication misunderstandings on our part here at mitek. Although this is a complaint, based on the follow-up information, we do not consider this issue to be reportable. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "hip arthroscopy / procedure/surgery / date (B)(6)-2013: during a surgery the vapor began to realise to take like a fire (per e-mail follow-up correspondence: the electrode was sparking and arcing, not on fire..(B)(6)) inside of the patient. It was tried again after see the replay and didn't work at all. We open other one and it works well with the new one. This use it was noted vapos coolpulse 90 to take". They are not reporting any patient consequences. They used another new device to complete the procedure with a 5 minute delay to the case. (Per follow-up e-mail correspondence: there were no burns and no patient consequences(B)(6)

Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be located and returned to depuy mitek in the future, this complaint file will be re-opened at that time and an evaluation will be performed and documented.